Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge and received an accurate fill estimate. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer reverted to manual injections as insulin therapy. Customer¿s blood glucose was 300 mg/dl.